Manufacturer narrative:
(B)(4). H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Proposed annex g code: mechanical (g04) ¿ drill.

Event description:
It was reported that a bone screw drill fractured during surgery. The item was discarded. Attempts to obtain additional information have been made; however, no more information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. Visual examination of the provided images reveals the drill is fractured. The fragment is shown in the picture. No further assessment can be made. Lot information cannot be confirmed from the picture. Medical records were not provided. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.